Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms were received. The customer performed complete supply changes and the occlusion alarms continued. The customer's blood glucose (bg) level was 350 mg/dl and a manual injection was administered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. The customer reported that the pump would continue to be used for insulin therapy.